Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) novum iq large volume pumps had a blank screen. During an event while starting the normal saline infusion, the screen "flickered" and became blank. The green run bar was present and the soft keys appeared grey. However, the pump seemed operational as drops were falling. To resolve the issue, the pump was powered off, restarted, and the infusion reprogrammed with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph of a device was provided for evaluation. A visual inspection of the photograph was performed which observed a screen not showing much of the expected information on the display; only the wi-fi signal icon and the battery icon were visible on the screen. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.